Event description:
It was reported that, "the pt came to surgeon's office complaining of thigh pain. An x-ray and bone scan revealed a loose accolade hip stem. At explant it was noted there was no bony in-growth. No infection was present. A citation tmzf was implanted as the replacement stem."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.